Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the active blade break off of the device? Yes. Did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) No, only the active blade broke. How was the active part of the jaws broken? Just broke in two pieces.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a segmental hepatectomy procedure, the active part of the jaws broke. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned with the tip of the blade broken off and not returned with the device. Dry body fluids were observed on the handle and instrument cable. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.